Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support (B)(6) 2011 to report that he had experienced a hypoglycemic episode and had gone into a seizure. His wife called the paramedics and gave pt some orange juice. By the time the paramedics arrived, pt was coherent and cgm was reading 65 mg/dl, while bg was at 19 mg/dl. Paramedics did not have to treat and pt declined hospitalization. Pt states not hearing low alert alarms and believes that alarms did not sound although pt reports functioning alarms on the device when he later tested them. Pt was doing fine at the time of her call to dexcom technical support.